Manufacturer narrative:
The samples were collected with out a gel barrier and aspirated from the primary collection tube for analysis. The samples appearance was normal. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm). No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results that were above the ami cutoff and in the risk stratification range generated by the unicel dxc 600i synchron access clinical system for several patients. The results were reported out of the lab. Subsequent testing produced results within the normal reference range for all patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.